Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was not necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for eight years. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.